Event description:
It was reported that the device exhibited an air in-line alarm and was not possible to start the pump. The event occurred during pre-test. The operator of the device was a service technician.

Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed. Functional testing was unable to verify or duplicate the reported problem. It was determined that the incident was related to user error as in the provided photo displayed air bubbles in the connected cassette/hose. The service history review had no indication that the complaint was related to a service of the device within the review period.